Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
On (B)(6) 2008, the pt was implanted with an advance sling. Info received indicates the advance eroded and was removed; date unk. On (B)(6) 2010, during preparation for a urology procedure for urethral stricture with possible urinary retention, another piece of the mesh was found eroded and was removed on that date. An investigation was conducted, but no further info was provided.